Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional from a clinical study reported that starting (B)(6) 2014 the patient had worsening of mobility and falls. An emergency hospitalization was required due to the worsening of mobility and falls. An adjustment of stimulation was done after reactivation of an accidently deactivated stimulator which was done by the patient. There was also an adjustment of medication which led to improvement. The event had required hospitalization or prolongation of existing hospitalization. The event was unrelated/unlikely related to the surgery, system and pre-existing/underlying disease and was possibly/probably/ certain to be related to stimulation and medication. The event was resolved with sequelae. Further follow up is being conducted to obtain device information and additional information about the sequelae. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the serious adverse events were resolved and the adverse event of falls was ongoing because the patient had a bad intake of medication.